Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd arterial blood collection syringe, the device experienced insufficient blood flow through device. There was a need for the application of magnesium sulfate compresses in ecchymoses due to punctures carried out to take arterial gases. The following information was provided by the initial reporter. The customer stated: report of adverse event with gas syringe. 1. Male newborn: (B)(6) newborn respiratory distress, hyaline membrane disease, metabolic risk, suspected sepsis, bronchopneumonia, pneumothorax underwent invasive mechanical ventilation, high frequency mode, with indication to take arterial gases every 6 hours, with 5 days of intubation, a patient who was punctured on multiple occasions, because obtaining the sample was very difficult since the syringe allowed the return to be up to 1cc. There was a need for the application of magnesium sulfate compresses in ecchymoses due to punctures carried out to take arterial gases.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h10.

Event description:
It was reported when using the unspecified bd arterial blood collection syringe, the device experienced insufficient blood flow through device. There was a need for the application of magnesium sulfate compresses in ecchymoses due to punctures carried out to take arterial gases. The following information was provided by the initial reporter. The customer stated: report of adverse event with gas syringe. 1. Male newborn: 35 weeks preterm newborn respiratory distress, hyaline membrane disease, metabolic risk, suspected sepsis, bronchopneumonia, pneumothorax underwent invasive mechanical ventilation, high frequency mode, with indication to take arterial gases every 6 hours, with 5 days of intubation, a patient who was punctured on multiple occasions, because obtaining the sample was very difficult since the syringe allowed the return to be up to 1cc. There was a need for the application of magnesium sulfate compresses in ecchymoses due to punctures carried out to take arterial gases.